Event description:
Pt treated with aneurx stent graft for aaa. Serially followed with CT scans. Found to have enlarging aaa with inferior mesenteric artery endoleak. Three yrs later had embolization of endoleak and found new migration of device. CT done. Shows type iii endoleak from presumed fabric tear and 20 mm migration of device from placement without proximal endoleak.